Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated left bundle branch pacing capture threshold was elevated. Analysis of the device memory indicated left bundle branch pacing capture threshold was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the left bundle branch pacing lead. Analysis of the device memory indicated diminished left bundle branch sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d11: 6935 lead and 5076 lead implanted (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left bundle branch (lbb) lead plugged into the right ventricular pace/sense port exhibited a gradual increase to high threshold, low r-wave amplitude, and elevated sensing integrity counter (sic). It was noted that the lbb lead appeared to have displaced and was oversensing atrial activity. A possible fracture was also suspected. The lead sensitivity was reprogrammed. Additionally, it was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion, and the lbb lead output was adjusted to optimize battery life. The lbb lead and ICD remain in use. No patient complications have been reported as a result of this event.